Event description:
Healthcare professional reported "breast implant intact, in its usual position. Minimal amount of peri-implant fluid on the right side, hyperintense on t12 stir and isointense on t1, with no clinical significance" confirmed via ultrasound. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.